Manufacturer narrative:
H10. B3. There is no information, 1 jan 2024 is used. There is no information provided for implant/explant dates, device information, or any patient/medical history. H6. Investigation results - there is no specific hip implant/gxl liner device information provided. The cause of the patient's condition as related to the devices cannot be conclusively determined, due to insufficient information. As stated in use information- all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. Patients should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation from germany, that a patient is affected by a recalled gxl liner. The patient had a hip arthroplasty for an unknown side on an unknown date with unknown devices. The patient received information from the implanting facility, that the recalled device may require surgical intervention. There is no patient or medical information provided. There is no other information provided.